Event description:
It was reported that the deltapaq cerecyte microcoil ((B)(4)) would not detached after it was used. It was reported that the deltapaq cerecyte microcoil ((B)(4)) would not detached after it was used. Pre-deployment electrical check was performed during prep and prior to detaching in the aneurysm, and no issues were noted during either testing period. Prior to the event, the three coils were detached with the same dcb and cable, and during the event the dcb was pressed three times to detached the coil. There was no indication that there was a problem with the connecting cable or detachment control box used with the coil. After the event, the same cable and dcb were used with the next devices. It was verified that all connections of the microcoil delivery system were fully connected (device positioning unit to connecting cable, connecting cable to detachment control box), and no faults were noted with the detachment control box at any time, lights and tone both worked. No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system, and the coil was not attempted to be detached manually. A sl 10 microcatheter was used with the device that was not re-shaped, and a constant and dedicated saline source was used at all times. No damaged were noticed on the microcoil after it was removed from the patient (coil-stretched/unraveled, kink, bend, fracture, separated, etc), or delivery system/introducer (kink, bend, fracture, separated, etc), and the coil remained attached to the delivery system. There was no patient injury reported, and the micocoil will be return for analysis. However, the other devices (cable and dcb) are not available for analysis.

Manufacturer narrative:
It was reported that the deltapaq cerecyte microcoil (cdf10030630/ g15893) would not detached after it was used. It was reported that the deltapaq cerecyte microcoil (cdf10030630/ g15893) would not detached after it was used. Pre-deployment electrical check was performed during prep and prior to detaching in the aneurysm, and no issues were noted during either testing period. Prior to the event, the three coils were detached with the same dcb and cable, and during the event the dcb was pressed three times to detached the coil. There was no indication that there was a problem with the connecting cable or detachment control box used with the coil. After the event, the same cable and dcb were used with the next devices. It was verified that all connections of the microcoil delivery system were fully connected (device positioning unit to connecting cable, connecting cable to detachment control box), and no faults were noted with the detachment control box at any time, lights and tone both worked. No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system, and the coil was not attempted to be detached manually. A sl 10 microcatheter was used with the device that was not re-shaped, and a constant and dedicated saline source was used at all times. No damaged were noticed on the microcoil after it was removed from the patient (coil-stretched/unraveled, kink, bend, fracture, separated, etc), or delivery system/introducer (kink, bend, fracture, separated, etc), and the coil remained attached to the delivery system. There was no patient injury reported, and the microcoil will be return for analysis. However, the other devices (cable and dcb) are not available for analysis. The detachment fiber did not receive heat and melt. The device positioning unit (dpu) failed electrical testing. The most likely contributing factor to the microcoil system passing the electrical pre-deployment check and failing to detach inside the aneurysm was most likely due to a fracture of the solder joint connection inside the resistive heating coil section. The circumstances of how and where this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. In addition, without the return of the complete detachment system and the sl-10 microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. It was reported that the procedure was conducted according to the IFU, which outlines verification of functionality of the micrus microcoil delivery system prior to use and to replacement of the unit if it does not pass. Although no definitive conclusion can be made it appears that procedural factors/device manipulation may have contributed to the reported failure to detach. With review of the analysis along with the provided information, although no definitive root cause conclusion can be made there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt